Event description:
It was reported that the patient presented to the clinic for a follow-up. The device was found to have exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue. There were no adverse health consequences to the patient.